Manufacturer narrative:
Device not returned. Sds's sent to hcp. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua. Information known or reasonably known to battelle has been included in this submission.

Event description:
User reported chin was red from wearing mask.